Event description:
Nurse reported that the suture was frayed. The suture went from the package directly to the surgeon. They do not see how an instrument caused this to happen. It was reported that the fraying led to breakage during use. There are no reported adverse pt consequences.